Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to right atrial (ra) lead impedance greater than 3,000 ohms. The lss automatically switches the programming from bipolar to unipolar. Ra amplitude and thresholds were normal and stable and impedance was normal during troubleshooting with arm manipulation. The physician reprogrammed the settings back to bipolar and planned to follow-up with the patient in two months. The pacemaker and ra lead (non-boston scientific product) remain implanted and in service. No adverse patient effects were reported.